Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during intraocular lens (iol) implant procedure, they noticed defect in the optic. The lens was explanted during initial procedure. The procedure was completed on same day. Additional information was requested and received stating that the surgeon explanted the defective lens after the new lens was implanted in the eye to protect the bag. The surgeon loaded the second lens himself without issue. There was good prognosis.